Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient inadvertently pulled out the infusion set and subsequently replaced the infusion site with assistance, using an inset 23 in, 6 mm set (lot 6004154), after a prior cartridge issue that resulted in interrupted insulin delivery and hyperglycemia with a reported glucose of 246 mg/dl. Symptoms included hyperglycemia without ketone testing and without acute clinical sequelae. Outcomes included temporary impact to blood glucose control, managed by changing supplies without medical intervention or hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed user-related dislodgement of the infusion set with unclear contribution from prior insulin supply interruption. It was concluded that the event involved hyperglycemia with cause unclear related to infusion site dislodgement and prior delivery interruption. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.